Event description:
Vendor: (B)(4) description: port venous access port-a-cath ii product catalog # 21-4476-24; lot # 6026688. The metal piece attached to the port is not stationary, wiggles, and feels loose.